Event description:
It was reported, that the bd alaris¿ pump module smartsite¿ infusion set, leaked chemotherapy medication from the top port, during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "as requested, the issue we had with the IV lines, were that fluid was leaking out of the very top port (closest to chamber). These had not been accessed at all. Three different patients and different nursing staff. For 1 patient, the chemo had been started and was noticed to be dripping out of the port and onto the floor. Which resulted in cytotoxic spill. For the other, they were connecting the patient to the fluid line in order to start the chemo. And notice, that fluid was dripping out of the top port".

Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 15-mar-2023. H6: investigation summary: one 2426-0004, sample was received without packaging for investigation. However, the customer indicated, the complaint sample was from lot#: 22085258. Residual fluid was present in the device. The feedback provided by the customer, suggests leakage was detected from the top port of the set. Functional testing was performed, by subjecting the returned sample to a short gravity infusion. Leakage was detected from the lower joint of one of the three smartsite y-site components. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed, that the root cause for the customer's experience was likely, due to an insufficient amount of solvent having been applied to the tubing, during the assembly process. This is a manually performed step. And is likely, to have occurred, due to human error. A review of the production records for lot#: 22085258 did not identify any in-process testing failures or quality deviations. Which, may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked chemotherapy medication from the top port during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "as requested the issue we had with the IV lines were that fluid was leaking out of the very top port (closest to chamber). These had not been accessed at all, three different patients and different nursing staff. For 1 patient the chemo had been started and was noticed to be dripping out of the port and onto the floor, which resulted in cytotoxic spill. For the other they were connecting the patient to the fluid line in order to start the chemo and notice that fluid was dripping out of the top port"